Event description:
It was reported that the pacing lead impedance and capture thresholds had increased, and sensing thresholds had decreased. X-ray showed dislodgement due to twiddler's syndrome. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.